Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 700 mg/dl at the time of the incident. The customer's mother stated that they were given insulin drip for the high blood glucose. The customer's mother stated that they experienced vomiting and got sick. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother declined helpline assistance. The insulin pump will not be returned for analysis.